Manufacturer narrative:
A clinical investigation was performed. During a f/u call, the rn stated that the pt was administered antibiotics. The organism identified was bacteria found mostly in the bowels. The pt continued antibiotic treatment after being discharged from the hospital. The peritonitis was resolved and the pt continued pd treatment on the same cycler. The (B)(4) associate medical, agreed with the clinical investigation conclusion that there was no reasonable suspected relationship between the cycler and the peritonitis event. There was no report of fluid leak. The most common cause of peritonitis is touch contamination. The actual device was not returned for eval and therefore, the reported event cannot be confirmed or replaced in field testing. An investigation of the device mfg records was conducted. A batch record review was conducted and confirmed there were no deviations or non-conformances. Product labeling, material, and process controls were to be within specs. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events received between (B)(6) 2011 to (B)(6) 2013.

Event description:
A peritoneal dialysis (pd) pt reported "drain complications" on the liberty cycler during pd treatment on (B)(6) 2012. The pt was unable to bypass the alarm. The pt was in initial drain and had drained 36ml of his prescribed 500ml drain. The pt stated that the drain bag and tubing were very cloudy. The pt ended treatment and was referred to his pd nurse (rn). During a f/u call, the pt stated he was sent to the emergency room for cloudy drain, pain and nausea/vomiting. The pt was admitted to the hospital with peritonitis.